Event description:
Temperature management system was sent out by biomed for maintenance to the OEM. After receiving the unit back, biomed received another unit, that has the same serial number and same model from that same OEM. With two devices carrying the same serial number, jmh is concerned with the accuracy of the service report of any service performed. Which device was the one maintained? Manufacturer response for hypo/hyperthermia, arctic sun (per site reporter): OEM requested us to return the duplicate serial numbered device.